Event description:
It was reported that during an indirect decompression spacer implant procedure after the patient had already been sedated it was noticed that the patient had a pinched nerve and severe spinal stenosis. The physician could not get the spacer in between the spinous processes after multiple attempts. Therefore, the indirect decompression spacer implant procedure had to be canceled.